Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient but it was noted that it was very compressed. The device was moved more proximal to allow it to better expand. After redeploying it was too proximal and needed to be recaptured and redeployed again. After the partial recapture the patients blood pressure dropped and a pericardial effusion was noted. The physician performed a pericardiocentesis and once the patient was stabilized the closure device was redeployed in the laa. The release criteria was met and the device was successfully implanted in the patient. The patient had received multiple blood products and was taken to the intensive care unit. The effusion resolved and the patient was doing fine. The patient has since been discharged from the hospital.